Event description:
4 days after implanting of a drug coated stent, a stent thrombosis occurred. During the initial procedure, a lesion was located in the mid right coronary artery (rca). The artery had 99% stenosis with no calcification or tortuosity. The lesion was treated with a 3x24mm taxus liberte drug eluted stent. The patient was discharged two days later with a regimen of plavix and aspirin. Four days after the initial procedure, the patient presented with a q-wave myocardial infarction and stent thrombosis. A reintervention was performed where the target lesion was treated with angioplasty balloon and the proximal circumflex artery was treated with a non-taxus stent. The stent thrombosis was reported as being definitvely related to the taxus stent. No details were provided on the patient's condition post-procedure. This product is only ous approved but it is similar to a marketed us device.